Event description:
It was reported that the 9800 system displayed a collimator error and iris stuck error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep repaired a wire in the hv cable. The system operates as intended.